Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was required to have a witness present when using the badge ID. The technical support specialist (tss) dialed into the station, checked the patient encounter system (pes) settings confirming that a witness was required after three failed login attempts, rebooted the station, verified that the customer could log in without a witness, sent an email to the customer, and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was able to log in without requiring a witness when entering her credentials manually and when attempted to log in using her badge ID, a witness was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.